Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open wound under their breast plate. There was no alleged device malfunction contributing to the irritation. The patient¿s physician provided wound care for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.